Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).

Event description:
The customer reported a few drops of clear fluid leaked from the probe after each cycle, outside the instrument, involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) instructed the customer to bleach the count line and the aspiration pathway. After bleaching the lines the instrument performed without any fluid leaks. The customer ran samples to verify the instrument was performing within specifications. The instrument was returned to normal operation. The facility has an exposure control and risk management plan in place for biohazard material.